Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by trying to detach the sample tip from the nozzle while in the maintenance mode. The error appeared and the nozzle never moved in the downward direction. The fse could free the motor pulse and move the nozzle down by hand and rehome with no errors. The fse replaced the z-axis motor, but the issue was not resolved. The cap pia sensor was found to be out of alignment. The fse re-aligned the cap pia sensor and verified the resolution by attaching an detaching a sample tip without error. It should be noted that the cap pia sensor is located on the pia board. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar cases found during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4124] sample-z bump, cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause of the reported event was due to misalignment of the cap pia sensor.

Event description:
A customer reported "4124 sample-z bump" error on the aia-900 analyzer. A technical support specialist instructed the customer to reboot the instrument, check the waste chute and waste container and inspect the bf cover for any tips or cups. No obstructions and tips or cups were observed. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The pia board was returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed with no damage found. A continuity test was performed and failed, confirming an electrical fault within the board. Functional testing further demonstrated that the pia sensor circuitry was not operating within specification, resulting in misalignment of the sample z-axis and generation of error 4124 (sample-z bump). The failure confirms an electrical sensor malfunction causing z-axis misalignment. The most probable cause of the reported event was due to a failure of the pia board.